Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that last week the tubing fell off the infusion device while he was sleeping. Customer advised the same tubing disconnected from the luer lock at the time of the report. No adverse event was reported. The infusion set was requested to be returned for product evaluation.